Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer stated that the continuous glucose monitoring sometimes continues to give a bolus when they as low as 55 mg/dl. No harm requiring medical intervention was reported. The insulin pump and will not be returned for analysis.